Event description:
<P>caller reported a malfunction on pump and exhibited malf 12 code. There was no adverse impact to customer¿s blood glucose level, specifically did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted caller with resetting pump, enabling customer to continue using it. Instructions were provided to call back should malfunction code recur, and caller acknowledged understanding of these instructions.</p>